Manufacturer narrative:
(B)(4). Batch # p56w85. Device evaluation: the analysis found that one psee60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition another ecr60b cartridge was received broken in two pieces, fully fired and with the pan dislodged. It is possible that the damaged was due to an improper handling of the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Cartridge b: ecr60b was fully fired and broken in two pieces. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy, the cartridge could not be removed after the 3rd firing. The device was used on the stomach. The cartridge was removed forcibly. Then, the cartridge pan came off and it was left in the jaw. After the cartridge pan was removed with forceps, another cartridge was loaded into the device but it could not be fired. Another device with another cartridge was used to complete the case. There were no adverse consequences to the patient.